Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces noted. No unexpected button error alarms noted. Insulin pump had a cracked case at lcd window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. Insulin pump had moisture damage noted on lcd board.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Device could have been exposed to moisture; customer was working out and it was raining at the time of the alarm. Blood glucose value is 7.5 mmol/l. Nothing further reported.